Event description:
It was reported that an altitude alarm occurred on the pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, although the specific value was not known and was displayed as "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from any third party. Technical support provided tips to prevent future altitude alarms, and the customer replaced the cartridge, which resolved the issue, allowing the pump to resume normal operation.